Event description:
A ventilator was evaluated by a field service engineer. The device was not in patient use. During the evaluation of the device, the device failed steps during testing. The device's blower motor needs replaced to address the issues.